Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation and a dissection occurred. The lesion being treated was located in the very tortuous circumflex artery. The physician advanced a guidezilla extension catheter to the target lesion. The physician then injected dye and noted that a perforation and a dissection occurred in the left main artery. The physician treated the dissection with a 3.0x28 and a 4.0x20 promus element stents. No patient complications were reported and the patient's status is fine.